Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced atrial tachycardia (at) in which anti-tachycardia pacing (atp) was inappropriately provided along with six inappropriate shocks. Technical services (ts) noted the rhythmid (rid) was under correlation percentage and therapy was exhausted. This patient experiences intermittent premature ventricular contractions (pvc). Ts observed similar previous episodes and recommended reprogramming rid. This patient was scheduled to undergo an ablation, which the field representative was unaware of and had no further information on. This ICD remains in service. No adverse patient effects were reported.